Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found, the analyst noted that the lead was returned with the helix was fully retract and the helix could be extended and retracted.

Event description:
It was reported that during the implant procedure, the lead helix was not extended before insertion of the sheath. There was abnormality of the helix noted. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.